Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screwdriver could not be connected with the screw. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Corrections: h.1 set as n/a arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-1370c biocomposite interference screw was received for investigation. Visual inspection noted no problems with the returned device. Functional testing was performed by inserting an ar-1996cd driver batch number: 67251534 into the returned ar-1370c biocomposite interference screw and it was found that the hexalobe of the driver tip interfaced completely with the device. No problem found. Refer to investigation photos.